Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were required to witness and sign in. A technical support specialist found the error log and confirmed the station was set to fail over to user ID and password authentication when biometric ID is unavailable, scheduled a firmware reinstall to attempt bringing the scanner back online, noted the station was rebooted, verified that user was able to log in with biometric ID without issues, and checked whether the scanner required maintenance or had recent problems. Later the customer mentioned that rebooting the device and resolved the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple nurses required witness to sign in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.